Event description:
A surgeon reported using this intraocular lens (iol) in piggyback placement procedures. The surgeon reported that he had two pts who spontaneously experienced a partial front subluxation of the lens through the pupil after sleeping. This resulted in deformation of the pupil. The surgeon reported the repositioning of the lens was simple. In a follow up with the surgeon, he reported the optic of the lens came in front of the pupil when the pupil was wide, in low light conditions. Following the lens repositioning, the surgeon gave the pt a miotic drop to reduce the pupil size for the patients to use before they go to sleep. The surgeon reported the pts are doing well. No further info is expected. There are two medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause is most likely related to a failure to follow the dfu. A failure to follow the dfu also occurred by using the lens as a "piggy-back" lens is against the directions for use. Attempts have been made to obtain follow up info. No further info is expected. (B)(4).